Event description:
The user has no appreciable speech understanding, with 0% correct azbio and 2% correct cnc words when tested on (B)(6) 2024. It has been decided from the clinic to proceed with explantation/reimplantation. No date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the information received, the device is not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. Re-implantation surgery is considered but no date has been scheduled yet.

Event description:
The user has no appreciable speech understanding, with 0% correct azbio and 2% correct cnc words when tested on (B)(6) 2024. On (B)(6) 2025 the recipient underwent a revision surgery and the surgeon successfully achieved full re-insertion of the existing electrode array followed by repositioning of the electrode lead.

Manufacturer narrative:
Conclusion: according to the information received, the device is not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. A re-insertion surgery was performed successfully. The device remains implanted and in use. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The otoplan analysis of CT scan confirmed electrodes 8-12 to be extra-cochlear. The user is planning consultation with the clinic regarding options for a potential explantation or electrode repositioning. No date has been scheduled yet.